Event description:
A lady sustained left mandibular fracture in 1995. Closed reduction did not resolve, had orif 5 months later. One year later developed left tmj problems and had a left tmj christensen fossa implanted. Did well until 1997 when she had a left ramus osteotomy, removal of the christensen fossa and implantation of cartilage graft to replace left tmj fossa. One year later had right tmj arthroscopy and left tmj debridement due to developing ankylosis of the cartilage graft. In 2001, due to continued ankylosis and pain had bilateral tmj christensen metal-on-metal tjr and had problems with pain and swelling on the left side thereafter. Two months ago, she developed decreased range of motion, pain and drainage from her left ear canal. Imaging revealed posterior position of the left fossa component either the result of placement or migration. At surgery to remove the left tjr devices, there was a sinus track from the most postero-lateral aspect of the device through the cartilagenous portion of the auditory canal.